Event description:
While wearing the external equipment, the patient reportedly experienced a sound percept problem followed by loss of lock. The patient was seen at the center for evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. On june 14, 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's device is to be scheduled.